Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
No longer working. Uncontrolled nitrogen spray. Fs log#: 98992. Wallach ultra freeze 900076 e-complaint-2022-08-0000412.

Event description:
No longer working. Uncontrolled nitrogen spray. Fs log # (B)(4). 1216677-2022-00252 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 25-jun-2021 under work order (B)(4) and sold on 09-aug-2021. Manufacturing record review: DHR-298440 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) unit it was at csi on 22-aug-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested and found to be functioning properly. *preventative action activity coopersurgical will continue to trend this complaint condition.